Manufacturer narrative:
The field service representative found an issue with the sample probe. He checked the cell rinse levels, the external probe rinsing, for leaks around the electrodes, and the sipper and pinch tubing. He replaced the sample probe and successfully performed a precision check. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The quality control results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c (501) module. Patient sample 1 initial sodium result was 124 mmol/l and the repeat result from the same analyzer was 134 mmol/l. The repeat result from another analyzer was 134 mmol/l. Patient sample 2 initial sodium result was 128 mmol/l with a data flag and the repeat result from the same analyzer was 136 mmol/l. The repeat result from another analyzer was 135 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number was l76. The expiration date was requested but was not provided.